Event description:
Manufacturer reference number: 2017865-2021-36662. It was reported that the patient presented in clinic with an infection. The physician does not allege abbott devices or any procedure involving the abbott devices, caused, or contributed to the infection. On (B)(6) 2021, the physician explanted the pacemaker and right ventricular (rv) lead and implanted a temporary pacemaker. The patient condition was stable before, during, and afterwards.